Manufacturer narrative:
Qn#(B)(4). (B)(4). Returned for investigation was a 40cc 7.5 ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the teflon sheath was noted connected to the hemostasis cuff. The one-way valve was noted tethered to short driveline tubing. The supplied 40cc driveline tubing was noted connected to the short driveline tubing; dried blood was noted in the tubing. The short driveline tubing was noted damaged. The iabc bladder was fully unwrapped. A three-way valve was noted connected to the iabc luer. A bend to the iabc central lumen was noted at approximately 68cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The customer also provided photos for evaluation. One photo shows the returned iabc sample, one shows the broken short driveline tubing, and one shows the iabc serial number, which matches the serial number of the returned sample. The bladder thickness was measured at six points with measurements ranging from 0 .0063in-0.0067in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. A lab inventory short driveline tubing was connected to the iabc bifurcate. The iabc was leak tested and a leak was immediately detected from the bladder membrane. Under microscopic inspection, the leak site is consistent with contact from a sharp object and was noted at approximately 4.1cm from the iabc distal tip. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "iabc rupture" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder and this caused the reported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is undetermined. The most probable potential cause of how the catheter came into contact with a sharp object is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "iab rupture". The patient's current condition is "unknown". No additional information was available from the customer reguarding this issue.